Event description:
Event reported as, "10cm band - slippage (pouch dilatation) replaced with an aps band."

Manufacturer narrative:
Taper ii. Medwatch sent to FDA on: 02/mar/2009. The access port associated with this report was not returned with the lap band system. Based upon the serial number and implant date provided by the reporter the connector type is assumed to be a taper ii. Allergan has received the product however, the analysis has not been completed at this time. Device labeling addresses the reported event of band slippage and pouch dilatation as follows: "band slippage and/or pouch dilatation can occur. Gastroesophageal reflux, nausea and/or vomiting with early or minor slippage may be successfully resolved by band deflation in some cases. More serious slippages may require band repositioning and/or removal. Immediate re-operation to remove the band is indicated if there is total stoma-outlet obstruction that does not respond to band deflation or if there is abdominal pain."